Event description:
It was reported that during use of this arthroscopy burr in a shoulder procedure, the tip of the burr broke off in the pt's joint. The tip was retrieved and there was no report of any injury or surgical delay.

Manufacturer narrative:
Investigation results: to date, the device has not been received for investigation. A follow-up report will be submitted when the investigation has been completed.